Manufacturer narrative:
(B)(64. Additional information: batch #k92f3z. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Due to the condition of the device, we are unable to investigate further the tissue effect issues. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a nasal mucosal cautery, the device became not to be activated on the way. Although the 2nd device was re-assembled, the event was not restored. After that, the gen11 generator was replaced with a gen04 generator, but the 2nd device did not pass a pre-run test and the blade was broken off during the test. The doctor commented that the blade had been pressed against a bone during the operation since there had been a difficulty in cutting/sealing. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.